Event description:
Related manufacturer report number: 2916596-2021-01991. It was reported that the patient had a driveline communication alarm. Clearing the alarm via the system monitor did not resolve the issue. The modular cable, controller, and backup battery were exchanged and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline comm alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 13 days ((B)(6) 2021¿(B)(6) 2021 per time stamp). On (B)(6) 2021 at 20:21 the driveline communication fault alarm activated due to a com a fault. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file. The heartmate3 vad modular cable, (batch/lot 190296) was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. A continuity test of all signal wires were measured to be within specification. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use rev c) section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook (rev c) section 5, ¿alarms and troubleshooting¿ explain appropriate actions to take for all alarms including the driveline comm fault alarms. Heartmate3 patient handbook (rev c) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. No further information was provided. The manufacturer is closing the file on this event.